Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device did not show visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. A functional examination was performed and the balloon was inflated normally and without issues. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is no problem detected since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the left main trachea during a balloon dilation procedure performed on (B)(6) 2018. According to the complainant, during preparation, the balloon was leaking. The procedure was completed with another cre pulmonary dilatation balloon device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the left main trachea during a balloon dilation procedure performed on (B)(6) 2018. According to the complainant, during preparation, the balloon was leaking. The procedure was completed with another cre pulmonary dilatation balloon device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.